Manufacturer narrative:
Reported event: an event regarding crack/fracture and wear involving a triathlon insert was reported. The event was confirmed via provided photographs of the device. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted insert with wear on the posterior-medial edge. Two fractured fragments of the device are also visible. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient was revised due to wear of the insert. The reported device was not returned however photographs were provided for review. The photographs show a recently explanted insert with wear on the posterior-medial edge. Two fractured fragments of the device are also visible. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following was reported: revision knee procedure. Liner exchange, 11mm poly replaced with 12mm poly. Visible poly wear on explant posterior-medially. Femur, tibia and patella from primary procedure left in situ. Primary procedure completed (B)(6) 2014.